Event description:
Philips received a complaint about the v60 ventilator, indicating that the touchscreen was not working correctly. The device was reported to be outside of use at the time of the reported problem. On 04apr2023, the remote service engineer (rse) spoke to the customer who stated that they were having issues with their device touchscreen. The customer was unable to get to the alarm settings or the mode change. The customer stated that after calibrating the touchscreen they were able to use the touchscreen successfully. The rse followed up with the customer on 07apr2023 and the customer stated that the device was still working as intended and was back in use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.